Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe tip was loose and bent during surgery. The surgery type and completion was unknown. There was no patient harm.

Event description:
Based on the information received following submission of the initial report. This event (tip was loose and bent during surgery) for endoilluminator is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 1644019-2024-00523.

Manufacturer narrative:
Based on the information received following submission of the initial report. This event (tip was loose and bent during surgery) for endoilluminator is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 1644019-2024-00523. The manufacturer internal reference number is: (B)(4).